Manufacturer narrative:
Currently, it is unknown whether or not the device many have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 395 mg/dl, and she has treated with the insulin pump and manual injection. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice and the test failed. Advised the customer that the insulin pump will be replaced. No further information was provided.